Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the reported issue. Literature research indicated that normal tampon use is not a commonly known risk factor for vaginal yeast infection.

Event description:
The consumer stated she experienced itching, vaginal discharge and an odor during her menstruation cycles. She stated she was diagnosed with a yeast infection. The symptoms begun occurring a year ago from (B)(6) 2018. She sought medical assistance and used an over the counter medication. During this time the consumer stated she suffered a miscarriage on (B)(6) 2018.